Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A lot was received, however, a discrepancy was found and pending correction, therefore, lot, manufacturing/expiration date and UDI will remain unknown unless further information is received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, in the process of dwelling for two minutes, the scrub tech inadvertently deflated the wrong stopcock, on a mynx control venous vascular closure device (vcd), not in her hand, but on the contralateral side, and prematurely, the device pulled out of the body, with peg still intact. Slight pressure was applied to gain hemostasis. There was no reported patient injury. All devices were prepped in normal fashion, and the other mynx control venous devices were successfully used in other sheaths as indicated per the instructions for use (IFU). The user was trained on the device. All storage and preparation steps were completed in accordance with the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral vein. No visible damage was observed on the sheath or at its distal end after removal. The vessel diameter was verified to be greater than or equal to 5 mm. No vessel tortuosity, pvd, or calcium was present near the puncture site. An 8f non-cordis sheath introducer was used. The sealant was still attached to the mynx device and was pulled out. There was no shallow vessel depth. Button # 1 and button # 2 were both fully depressed, and the balloon was fully deflated. No resistance was noted during use of the device. Anticoagulants were used. The act during the procedure was over 250, and the patient¿s inr was greater than 1.5. The patient was not hospitalized nor was their hospitalization extended as a result of the event. The rep states that following the incident, they reviewed the correct handling and deployment technique with the scrub tech to prevent recurrence. The scrub tech understood the correction needed and agreed to overview steps with cordis representation for successful deployment. The device was disposed of by the staff and is not available for return or investigation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, in the process of dwelling for two minutes, the scrub tech inadvertently deflated the wrong stopcock, on a mynx control venous vascular closure device (vcd), not in her hand, but on the contralateral side, and prematurely, the device pulled out of the body, with peg still intact. Slight pressure was applied to gain hemostasis. There was no reported patient injury. All devices were prepped in normal fashion, and the other mynx control venous devices were successfully used in other sheaths as indicated per the instructions for use (IFU). The user was trained on the device. All storage and preparation steps were completed in accordance with the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral vein. No visible damage was observed on the sheath or at its distal end after removal. The vessel diameter was verified to be greater than or equal to 5 mm. No vessel tortuosity, pvd, or calcium was present near the puncture site. An 8f non-cordis sheath introducer was used. The sealant was still attached to the mynx device and was pulled out. There was no shallow vessel depth. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. No resistance was noted during use of the device. Anticoagulants were used. The act during the procedure was over 250, and the patient¿s inr was greater than 1.5. The patient was not hospitalized nor was their hospitalization extended as a result of the event. The rep states that following the incident, they reviewed the correct handling and deployment technique with the scrub tech to prevent recurrence. The scrub tech understood the correction needed and agreed to overview steps with cordis representation for successful deployment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " sealant inaccurate placement complete" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. However, it was reported that the scrub tech inadvertently deflated the wrong stopcock. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay down the device for 2 minutes then retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and lightly grasp the device at the skin with the thumb and forefinger to realign with the tissue tract. Open the stopcock to deflate the balloon, pick up the device handle, realign with the tissue tract, and depress button #2. Remove the device from the patient. If the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.